Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the liner's provided product/lot combination since its release for distribution. A review of the device history record for the head's provided product/lot combination did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. Provided information from the sales rep found the original cup was put in retro version. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because of dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.